Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Damaged at implant attempt.

Event description:
It was reported that during the implant procedure the lead was repositioned due to bad sensing and at that time the fixation screw of the lead did not return all the way into the lead. Re-fixation was then impossible as the screw did not come out anymore. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.